Event description:
It was reported that the ilet user experienced elevated blood glucose after eating dinner and drinking a soda without performing a meal announcement. The user stated a preference to rely on the correction algorithm rather than meal announcements. Symptoms included hyperglycemia with a peak of 218 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified involving a missed meal announcement, and the relevant device component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.